Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient and stated they did have new equipment but were still having issues. Patient stated they were seeing the no communicator found screen on handset. Agent confirmed patient had not tried to pair new devices yet. Agent had patient try connecting again and patient saw communicator not found screen, patient tried to switch communicator, but again got communicator not found message. Patient stated they were seeing a yellow light on the communicator, agent had patient plug communicator in and they saw a blinking green light. Agent had patient try to connect again and patient saw communicator not found. Agent had patient unplug communicator and perform hard reset of communicator. Agent then had patient tap switch communicator on handset again, enter serial number manually, and turn communicator back on. Patient was able to set up links for both ins'. Troubleshooting resolved reported issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported they were encountering communicator not found message today. Patient confirmed the communicator was powered on and pressed retry but continued to encounter communicator not found message. Reviewed communicator reset instructions however the patient reported the communicator was unresponsive and the green battery light continued to display without change. Patient confirmed they were pressing and holding the button until it clicked. Patient confirmed communicator was not plugged into charging cable. Ps recommended closing all apps, checking bluetooth and location were on, plugging communicator into charge, and reopen the app. Patient did so and encountered screen prompting them to select right or left side implantable neurostimulator (ins). Patient selected right side, then encountered communicator pairing screen prompting them to select communicator model number. Patient selected and entered the communicator sn, but continued to encounter communicator not found message. At this point patient unplugged the communicator and attempted another reset, and it appeared they were able to do so successfully, however this still did not resolve the communicator not found message. Recommended patient power off the handset but at this point in the call the patient became so difficult to understand and communicate with no further troubleshooting was possible. They requested patient call back when a friend or family member is present to assist them. Patient called back repeating same information in original call. Patient said they were getting the "not found communicator, is power on? Is communicator charged? Is communicator near handset?" Agent walked patient through troubleshooting communicator. Patient said they powered off handset and that blue tooth and location were on in the handset. Handset was left powered off for 1-2 minutes, communicator was hard reset several times. Troubleshooting did not resolve issue. Patient would see the option to scan the communicator code and once back of communicator was scanned they would get the same not found communicator screen. Agent had patient check that therapy app was correct version and it was (2.05.025). No communicator was paired to handset. Patient then said that the medtronic representative, had given them a second communicator because the one they called about stopped working sometime in 2024. Agent commenced troubleshooting with second communicator. Same issue was occurring with second communicator. Agent conferenced in health care to troubleshoot handset. At this point patient was not able to communicate with either or agent. It was very difficult to understand the patient. Patient will call in with friend or family member to assist. Agent emailing field to make aware of situation. Agent reviewed option with patient to bring equipment into an hcp appointment for assistance.

Event description:
Additional info received from patient that they are still getting the "not found communicator " screen. Agent walked the patient through troubleshooting communicator. Agent had the patient exit out from the therapy app, and reset communicator, and re-opened therapy app and connect to communicator again. Patient still encountered same issue, and agent had them switch communicator. Patient provided different communicator serial number every time they would read it from the communicator. Agent had the patient enter serial number manually and provided the sn that the rep provided, but they still get the same issue. Agent had the patient scan code, but got the same message. Agent then asked the patient if they could have somebody else assist us with troubleshooting. Patient became unresponsive for a long time. Agent advised the patient to call back for further troubleshooting. Patient's representative called back in for further troubleshooting and mentioned previously reported information regarding the steps they've taken in troubleshooting due to the issue with pairing their external devices. During the call, patient was also speaking inaudibly in the background. Caller stated that they've called the patient's hcp, but the hcp said that the rep was not available. Caller added that they don't have contact anymore with their rep. Agent walked patient through further troubleshooting by making sure that the 2 communicators are away from each other, checking if bluetooth and location was turned on and the communicator was paired, by doing another hard reset, by reviewing communicator indicator lights, and by closing all apps. Caller confirmed that the communicator being used for troubleshooting during the call was the replacement for the old communicator. Caller also confirmed that they've already did the same troubleshooting steps with the old communicator. Troubleshooting did not resolve the issue. Agent sent a request to repair for a replacement of the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient stating medical device reporting team (MDR) agent made an outbound call to patient to attempt to follow up with patient to see if issue was resolved with replacement equipment. Agent received no answer and left voice mail. Agent followed up with repair and repair confirmed that patient was sent a replacement handset and communicator.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating the handset wont pair to the communicator. A replacement was sent out.